Event description:
It was reported that approximately three months post port placement in the left-sided chest, the patient experienced pain, redness and swelling observed along the catheter. It was further reported that the port system was removed. It was further reported that another port system re-implanted and port system was removed from the patient the symptoms of the patients were recovered. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the identified fracture and deformation issues as a small pinhole, was noted on the catheter approximately 6.8cm from the distal end of the cath-lock. Kinks were noted to the catheter approximately 7.5cm and 8.2cm from the distal end of the cath-lock. Under the microscopic evaluation, a small pinhole, was actually a partial split on the catheter. The catheter was gently stretched and was normally elastic. Kinks were observed throughout the catheter. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three months post port placement in the left-sided chest, the patient experienced pain, redness and swelling observed along the catheter. It was further reported that the port system was removed. It was further reported that another port system re-implanted and port system was removed from the patient the symptoms of the patients were recovered. There was no reported patient injury.